Manufacturer narrative:
Through follow up with user facility personnel it was learned a container of vaprox hc sterilant was damaged and had leaked onto the box. The container was disposed of and not returned for evaluation; the damage is likely attributed to shipping damage. It was additionally learned the employee was not wearing proper ppe, specifically gloves, while handling the box of vaprox hc sterilant. The vaprox hc sterilant safety data sheet states (4), "hand protection: wear protective gloves". The shipping case insert also states, "wear personal protective equipment to handle cartridge; chemical resistant gloves". A steris account manager counseled the user facility on the importance of wearing proper ppe, specifically gloves, while handling vaprox hc sterilant. The device history record was reviewed and confirmed the devices were manufactured to specification. No additional issues have been reported.

Event description:
The user facility reported that a bottle of vaprox hc sterilant leaked and contacted an employee's hand. The employee sought medical treatment, however no medical treatment was administered.